Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient was implanted with cortex screws in right talus in (B)(6) 2012, date unknown. Patient was returned to the or on (B)(6) 2013, for removal of hardware. Reportedly the patient developed post traumatic arthritis. Surgeon performed a sub-talar fusion for post trauma arthritis. Hardware was removed without complications. This is 2 of 3 reports for complaint (B)(4).